Event description:
It was reported by the patient that there was "complications" going into the grocery store and the patient is unable to go near any type of refrigeration. When the patient is within 20-25 feet of a refrigeration unit the patient starts to feel "funny", has gotten "knocked out", becomes weak, trembles, shakes, lost consciousness and one time was frozen to the grocery cart handle. The patient also reported that their "heart went crazy" and the patient fell down recently. After coming home from the store, the patient was "hit twice" while lying down with a total of fourteen "shocks". The patient was taken by ambulance to the hospital where the patient understood that the "shocks" may have been related to getting a touch of pneumonia. The doctor worked with medications and the cardiologist and it was confirmed that the patient had received at least 10 shocks. No programming adjustments were made to the device and the patient understands there is nothing wrong with the device. The patient has been hospitalized four times in five weeks. Follow up was conducted with the patient's doctor's office but they were unaware of the patient's experience. The device and right ventricular lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 6949 implantable tachy lead (B)(6) 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.